Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted the patient's system was explanted on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket redness and pain for several weeks which resulted in skin erosion. The pacemaker could be visualized and pus was also observed. It was observed that the patient developed a pocket infection. The patient was stable. No intervention was reported.